Manufacturer narrative:
One used plumset clave ysite 104in ndehp with list#14242-04-28 and lot#886175h was received for testing and investigation. The customer complaint of holes/cuts causing leaks was confirmed. Visual inspection revealed a hole/tearing in the 6" tubing section of the set. The observed hole/tearing would cause leaking experienced by the customer. Based on the manufacturing process assessment performed by the costa rica manufacturing facility, no causes/issues were identified that could have caused the reported event. The observed damage was determined to not have been caused by any ICU medical processes. A batch record review revealed no discrepancies that would have contributed to the reported complaint. All quality assurance testing performed during the manufacturing process was acceptable. The quality assurance review of the final visual and physical evaluation results indicated that the product met the specification requirements. The lot number of the device that was in use is unknown. The customer identified two possible lot numbers (plots), lot numbers 906985h and 886175h.

Event description:
User facility medwatch was received that stated the following: ¿rn hung new primary IV tubing, patient called out shortly after hung stating his IV was bleeding. Rn noted IV was intact and working properly. Upon inspection of the tubing there was a small slit in the tubing about 4 inches from where it connects to the saline lock. Blood has backed up to the slit and was leaking out of the tubing. 3 package labels found in the medroom. One of which is for this tubing per rn¿. There was no adverse event. The event occurred on the skilled nursing unit. Additional information was received from the customer stating there was no delay in critical therapy.